Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair procedure, on (B)(6) 2020, the following incident occurred: post implantation of an ar-1928sf-3 (lot 10331327), triple loaded corkscrew, the surgeon passed all sutures through the rotator cuff. Surgeon tied the first set, which was fine. Surgeon then tied the second set of sutures and the #2 fiberwire broke at the knot stack. Surgeon went to transfer the third set of sutures through the passport and upon retrieving and pulling adequate tension, the suture snapped in the joint. The surgeon used the corkscrew as a traction device, passed a fibertape through the remaining piece of rotator cuff that need to be secured and implanted speed fix technique with a swivelock. The technique was changed from a suture bridge to a knotless technique due to the issue that occurred. The rep reported that the surgeon felt that the implant acted as a traction stitch and used it to aid in his knotless technique. All fiberwire that broke was retrieved from the patient. The actual implant itself was fine and left in the patient. It had been implanted with the correct technique. The sliding suture was the issue. The facility discarded the sutures that were removed. The facility will be returning two unopened ar-1928sf-3 with the same lot number for use in evaluation.